Manufacturer narrative:
A ge service rep performed an onsite investigation. The main sun computer was evaluated and identified as requiring replacement. No conclusion can be drawn as further repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.